Event description:
As reported, during the procedure, the cutting balloon ruptured after being inflated to 10 atm at an unknown number of inflations. After the cutting balloon device was removed from the pt's body, it was noted that one of the atherotomes was missing. It is unk if the missing atherotome is in the pt's body or not. There was no adverse consequence to the pt.